Event description:
(B)(4).

Manufacturer narrative:
(B)(4). In a f/u with the facility, the reporter confirmed that there was no injury to pt or staff associated with this event. The samples and all available info were forwarded to the MFR, b. Braun (B)(4) for further eval. Their investigation is on going at this time. A f/u report will be provided after the inspection results become available.